Event description:
It was reported the pt's stimulation gradually diminished until she was without stimulation. Diagnostic testing revealed high impedance readings on all lead contacts. X-rays were ordered and surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.